Manufacturer narrative:
This MDR is created as an additional follow-up. This complaint was investigated to the extent information was provided to coloplast. Due to the legal nature of this complaint, the device not being returned for evaluation and the implanted device lot number not being provided, a thorough investigation could not be executed. Should additional information become available, this file will be re-evaluated and updated according to current procedures. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
Additional information received on 04/23/2021. Aris exposure, urinary incontinence. On (B)(6) 2017 - nearly complete excision of aris/ with electrocautery and surgicel/fibrillar application to right side, aris excision site revision using vaginal epithelium adjacent tissue transfer (4 x 1 cm), additional small vaginal epithelium trimming, cystoscopy, bladder irrigation x 2. Intraoperative findings: noted to spontaneously lose urine (malodorous with pyuria) as she was at rest/being positioned for surgery, 2 x 1 cm area of exposed aris/coloplast, total of ~6 cm aris/coloplast was excised, significant grade 4 bladder trabeculations with significant debris. No other adverse patient effects were reported.